Event description:
Customer reported the system beeps but does not produce an image.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the hand switch. System operates as intended.